Event description:
It was reported that the leads were explanted due to the patient having a systemic infection. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5568 implantable pacing lead implanted: 1999 (B)(6); product ID: 1290 competitor implantable pulse generator implanted: 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the distal portion of the lead was returned, analyzed and no anomalies were found. There was blood on the proximal and distal conductors of the lead and they were not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a tear, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, the outer insulation of the lead developed a cosmetic depression while in vivo and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.